Manufacturer narrative:
The customer declined to have the service rep fix the system. No further info is available.

Event description:
The customer reported that the system inter-mixed pt image data. No pt serious injury or death was reported related to this event.